Manufacturer narrative:
Upon further investigation of the device, it was observed that the coupling tool side was worn out. It was further determined that the device also failed pretest for general condition, check saw blade coupling, functional test, check oscillation frequency min 10800- 14200 osc/min and mode switch-test. It was determined that the major defect was the electronic control unit (ecu) not working. It was determined that the motor was blocked. It was further determined that the oscillation head was cracked on two spots. It was further determined that the issue with the cracked oscillating head was due to product design, construction/design false, defective. The assignable root cause was determined to be due wear from normal use servicing and product design, construction/design false, defective. The product design issue has been escalated to CAPA. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the motor seized, jammed and was moving heavy. It was further determined that the control and motor were defective and the control was not functioning. It was observed that the device had other errors and the oscillating head was torn at two points. It was further determined that the device failed pretest for mode switch-test, check oscillation frequency. Min 10800 - 14200 osc/min, functional test, check saw blade coupling and general condition. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). Reporter¿s phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the battery oscillator device did not work. It was reported that the event occurred during use on a patient. There were no delays to the surgical procedure as a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.